Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic coronary procedure, which proceeded as planned. Although the ivcv could not be visualized on the main monitor, it was adequately displayed on a secondary monitor, allowing the procedure to continue without issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the exam room monitor failed to display images. Upon troubleshooting, the fse determined that the issue was not related to philips equipment. The root cause was identified as a hospital computer that had undergone a software update, but the video card had not been configured to support multiple monitor outputs. To resolve the issue, hospital it subsequently reconfigured the system to enable dual monitor output. The system was operational after hospital it subsequently reconfigured the system to enable dual monitor output; it was then returned to use in good working order. The codes were updated based on the investigation outcome.